Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 04/24/2017. Should the device be removed, a visual examination may determine the connecter type associated with the reported events. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks. Adverse events it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "defective band, location of where the port and the tubing meets has a hole in it". Physician confirmed, device remains implanted at this time, but will be removed and replaced.